Event description:
The customer reported to olympus that the evis lusera colonovideoscope had a pinhole, and separation. During inspection and evaluation, the nozzle is clogged with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of zoom lever, water tightness is lost, chips and scratches are found throughout the device, adhesive around objective lens is peeled and has a white clouded area, plastic distal end cover has a burn, adhesives around objective lens have white-clouded area, and due to clogging of nozzle, water removal ability does not meet specifications. The customer provided to olympus the following information related to reprocessing of the device: the device was not cleaned, disinfected and sterilized before returning to olympus, the customer was unable to identify when the foreign material adhered to the scope, the air/water nozzle was flushed with water and air, it is unknown if there were any abnormalities in the accessories used for reprocessing, the device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges, the air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.